Event description:
The pump was returned for investigation. Investigation revealed a scratched and cracked display lens. This report is made based on results of investigation completed on (B)(4) 2013. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump was returned with a heavily scratched and cracked display lens. Unrelated to the display issue, the keypad cover was torn below the ok keypad button. The keypad buttons were responsive and evidence of contamination was found under all key contacts. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).